Event description:
The account alleged that the local alarm is not working when the pt position module is alarming. There were no reported injuries.

Manufacturer narrative:
The account stated there was no external buzzer on the bed. The account had an external buzzer kit that they would install. No further info is available on the repair of the bed at this time.